Manufacturer narrative:
Additional information was received on 2017-jun-14 stating that there was no patient involvement at the time of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable compressor. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. They found the circuit breaker to be tripping. To address the issue, the se replaced the compressor printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had an inoperable compressor. At this time, it is unknown if there was patient involvement. A service engineer (se) inspected the device and confirmed the reported condition. They found the circuit breaker to be tripping. To address the issue, the se replaced the compressor printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.